Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure balloon deflation difficulties were encountered. The target lesion was in the left anterior descending artery (lad). The 3.5x32mm taxus express2 drug eluting stent (des) had been advanced to the target lesion. The balloon on the stent delivery system (sds) had been inflated to an unk amount of atmospheres. The balloon slowly deflated, taking approximately one minute to deflate. The sds was able to be successfully removed once the balloon deflated. The stent remained implanted. There were no pt complications reported with the pt's current condition listed in "good condition".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.